Event description:
It was reported that the customer had an unspecified cartridge issue, interrupted insulin delivery. A cartridge change was performed to address the issue and resumed insulin delivery. Customer's blood glucose level was over 200 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.